Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, when delivery system and valve was introduced through a 14fr sheath with loader, the delivery system would not advance through sheath. The valve appeared to be deformed inside sheath. The delivery system, valve, and sheath were removed as a unit with no issue. However, a small pin hole was observed on the white portion of the sheath. A new 14fr sheath was inserted and a new delivery system and valve were prepped. The case was performed with no issues.

Manufacturer narrative:
This MDR was originally submitted within the 30-day timeline, but due to a technical issue experienced during the submission process, acknowledgment 3 was not received. The MDR was confirmed to be transmitted properly, as we received acknowledgement 1 and 2, but this issue could not be resolved through the esg help desk, so this MDR has been resubmitted. Please reference esg and cesub support reference numbers: (B)(4), (B)(4), (B)(4), (B)(4). A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and added new information to h.6 type of investigation and investigation findings. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. The complaint event site provided imagery relevant to the complaint and the following observed. Bent strut was observed at inflow side within sheath observed during procedure. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 ultra valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for esheath+ introducer set and device and device preparation training manual. No IFU/training deficiencies were identified. The complaint was confirmed based on provided imagery. A review of the DHR and lot history review did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, when delivery system and valve was introduced through a 14fr sheath with loader, the delivery system would not advance through sheath. The valve appeared to be deformed inside sheath. The delivery system, valve, and sheath were removed as a unit with no issue". Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". Per the case notes, patient access vessel had limited calcification and tortuosity. The presence of tortuosity and calcification can create a challenging pathway for delivery system advancement through the sheath leading to resistance. In this case, it is possible difficulty was encountered during delivery system advancement through the sheath so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts interacting with the sheath shaft and resulted in the strut damage at the inflow. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. A product risk assessment (pra) and corrective action preventative action (CAPA) were previously initiated to investigate the cause and assess the risks associated with the reported event.